Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of the architect stat troponin-I reagent lot number 27862un20. The ticket search determined that there is normal complaint activity for the likely cause architect stat troponin-I lot 27862un20. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. Historical performance of reagent lot 27862un20 was evaluated using world wide data from abbottlink. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 27862un20 are within the established limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 27862un20.

Event description:
The customer observed false positive architect stat troponin-I result on one patient. The results provided were: on (B)(6) 2021 initial=>50.0 ng/ml / auto dilution result=<0.09 ng/ml laboratory reference range= 0.00= negative, >0.1 ng/ml= critical, 0.03 ng/ml to 0.1 ng/ml =elevated high there was no reported impact to patient management.